Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The depuy femoral head device was reportedly used in conjunction with a competitor liner. This use of a competitor device is not recommended and is considered off label use. The investigation can draw no further conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain.

Manufacturer narrative:
Complaint to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: zimmer liner event: this was used in conjunction with depuy product in this patient this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.